Event description:
A pt reported experiencing hyperglycemia while using a one touch meter. Around 04:00pm in 2001, pt experienced extreme thirst, frequent urination and lethargy. Pt's blood glucose was 41mg/dl on the ot meter at time of event. Based on ot meter result, pt drank a can of soda. Two hours later, pt's blood glucose was 41mg/dl again on ot meter. Paramedics were called and they transferred pt to hosp where the pt was admitted for hyperglycemia. Pt's blood glucose was 600mg/dl on paramedics' hand held and 1000mg/dl per hospital's lab. Pt does not base insulin intake on ot meter reading.